Event description:
According to the distributor's report, a physician applied the device to a laceration. During application, the pt moved and some of the adhesive dripped into the pt's eye. The pt's mom was not satisfied with the treatment and left the hosp. She peeled the outer/lateral portion of the eye open, and called the distributor's help number supplied by the user facility. She was advised to use petroleum jelly to gently work the eye open, and consult a physician. She stated that the child was fine.